Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack with was not returned for evaluation. However, visual evidence was provided by the site that revealed a damaged strap loop on the waist pack. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered and a possible root cause can be attributed, but not limited, to a wear and/or to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was not returned to the manufacturer; however, an image was received due to damage on the waist pack. Analysis of the image revealed an out of specification finding. No patient complications have been reported as a result of this event.